Event description:
It was alleged that an employee injured their ankle when engaging the brakes. Further information has not been provided.

Manufacturer narrative:
To resolve this issue for the customer, the stryker representative ensured that the stretcher functioned to specification and provided training on how to properly use the brake pedal to engage the brakes.

Event description:
It was alleged that an employee injured their ankle when engaging the brakes. Further information has not been provided.